Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.